Event description:
It was reported that: "a 66-year-old female patient with a right internal jugular tunnel catheter inserted since (B)(6) 2019 [had] a CT angiogram performed on (B)(6) 2021. A hemodialysis catheter was necessary to inject a contrast product. The contrast product was injected using an automatic injector (200 psi) on the red line without unclamping the clamp of the catheter. The degradation of the extension line of the central venous hemodialysis catheter required its change". No injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one hemodialysis catheter for analysis. Signs-of-use in the form of biological material were observed. Visual analysis revealed that the arterial extension line had ballooned near the arterial luer hub. Microscopic examination confirmed the damage. No other defects or anomalies were observed. The arterial extension line outer diameter in an area not affected by the ballooning measured 0.188" which is within the specification limits of 0.185"-0.191" per the arterial extension line extrusion graphic. The arterial extension line inner diameter measured 0.122" which is within the specification limits of 0.120"-0.126" per the arterial extension line extrusion graphic. A manual tug test confirmed that the arterial and venous luer hubs were secured to their extension lines. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with this kit warns the user, "open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of a ballooned extension line was confirmed through complaint investigation. Visual analysis revealed that the arterial extension line was ballooned near the arterial luer hub. The arterial extension line met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. An in-service was requested to further educate the customer on this product's intended usage.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "a 66-year-old female patient with a right internal jugular tunnel catheter inserted since (B)(6) 2019 [had] a CT angiogram performed on (B)(6) 2021. A hemodialysis catheter was necessary to inject a contrast product. The contrast product was injected using an automatic injector (200 psi) on the red line without unclamping the clamp of the catheter. The degradation of the extension line of the central venous hemodialysis catheter required its change". No injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "a (B)(6) year-old female patient with a right internal jugular tunnel catheter inserted since 07 may 2019 [had] a CT angiogram performed on (B)(6) 2021. A hemodialysis catheter was necessary to inject a contrast product. The contrast product was injected using an automatic injector (200 psi) on the red line without unclamping the clamp of the catheter. The degradation of the extension line of the central venous hemodialysis catheter required its change". No injury or consequence reported. Patient condition reported as "fine".